Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the ostycut disposable bone biopsy needle products that are cleared in the us. The 510 k number and pro code for the ostycut disposable bone biopsy needle products are identified. No medical records and no medical images were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a left iliac bone biopsy procedure the needle tip allegedly fractured. It was further reported that the detached tip was left in the iliac since the health care provider determined the tip will not cause permanent impartment to the patient. Reportedly, the procedure was completed with this device as the user noticed the fractured tip after the procedure had been completed, and no further treatment was needed. The patient was hemodynamically stable at the conclusion of the procedure and is currently asymptomatic.

Event description:
It was reported that during a left iliac bone biopsy procedure the needle tip allegedly fractured. It was further reported that the detached tip was left in the iliac since the health care provider determined the tip will not cause permanent impartment to the patient. Reportedly, the procedure was completed with this device as the user noticed the fractured tip after the procedure had been completed, and no further treatment was needed. The patient was hemodynamically stable at the conclusion of the procedure and is currently asymptomatic.

Manufacturer narrative:
Manufacturing review: the lot number of the specific product affected was not reported. Therefore, the specific manufacturing records could not be reviewed for a possible manufacturing issue. Investigation summary: bone biopsy needle, including cannula, obturator and stylet were returned for evaluation. Based on the sample returned the reported issue is confirmed. The cannula was found to be broken at the proximal end of the thread. As reported by the customer, the tip of the needle remained in the patient. Based on the evaluation completed, no manufacturing related issued could be identified. Based on the information available and the evaluation of the sample returned, the reported issue is confirmed. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently describe the correct application of the product. In section 'warnings' it is stated: "the handgrip must be used after the bevel of the cannula is fully inserted into the bone. [Otherwise the bevel may be damaged during use of the handgrip. In section 'method of use' the IFU states that puncture is carried out using the two-part ostycut® needle, which consists of an outer cannula with an eccentric bevel at the tip and a trocar-type stylet. The tip of the stylet is to be fixated to the bone surface, clockwise rotation should be applied and the cannula and stylet should be inserted as a single unit to the inside of the bone. The stylet should be removed and the handgrip should be attached to the cannula after verify that the ostycut® needle was advanced towards target tissue. The IFU states that it should not be attempted to remove the ostycut® disposable bone biopsy needle cannula by oscillating movement of the cannula.the ostycut® disposable bone biopsy needle cannula sould be removed from the punctured bone area by simultaneously applying counter-clockwise rotation and traction. (Eval code & desc - results 1 & conclusion 1).